Event description:
It has been reported to philips that, angiograph did not start. Procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the angiograph does not start. Upon functional test fse found issue with host pc. The fse replaced the host pc and installed the software. After replacement of the host pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.